Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced a scan error while wearing the freestyle libre sensor and was therefore unable to obtain readings. While on a walk, customer experienced a loss of consciousness and a passerby called paramedics. Upon their arrival, customer's glucose was determined to be "close to 0" and customer was treated with oral glucose for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional product has been returned. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. A known good sensor was used to successfully communicate with the returned reader. The scan time out error message was not observed. No malfunction or product deficiency was identified. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
Customer experienced a scan error while wearing the freestyle libre sensor and was therefore unable to obtain readings. While on a walk, customer experienced a loss of consciousness and a passerby called paramedics. Upon their arrival, customer's glucose was determined to be "close to 0" and customer was treated with oral glucose for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Sensor kit expiration date is 29 feb 2020. Medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced a scan error while wearing the freestyle libre sensor and was therefore unable to obtain readings. While on a walk, customer experienced a loss of consciousness and a passerby called paramedics. Upon their arrival, customer's glucose was determined to be "close to 0" and customer was treated with oral glucose for hypoglycemia. There was no report of death or permanent impairment associated with this event.